Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 250 mg/dl. Customer treated elevated bgs by administering a bolus and changing out the cartridge. Customer declined troubleshooting, as they believed that bgs were elevated due to not administering enough bolus per food intake. Recommendation was made that the customer consult with their healthcare provider.